Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours". The device was not returned.

Event description:
It was reported that the patient was not using purewick female external catheter for a bit, because the patient had an irritation. The patient discontinued the use of purewick female external catheter for a while to heal but had resumed use. The representative advised the patient not to use the catheters, if any irritation was present. It was noted that the patient had been using the purewick product for more than 90 days. No medical intervention reported. Per follow up via phone on (B)(6) 2022, it was reported that the patient used mupirocin ointment for skin irritation that occurred.